Manufacturer narrative:
(B)(4). MFR report #2245578-2011-00133 through 2245578-2011-00149 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot (s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient on (B)(6) 2011. First cartridge at 23:11: 0.12 ng/ml. Second cartridge at time unk: 0.00 ng/ml. Vista (lab) at 00.24 <0.015 ng/ml.